Manufacturer narrative:
Product analysis (B)(4): post market vigilance (pmv) received one gia 80-3.8mm single use loading unit opened by the account with the appropriate packaging in a undamaged condition. The visual inspection of the returned product that the sulu was received with a full complement of staples and an engaged interlock. Pmv performed functional testing which included resetting and loading the sulu into a pmv test unit 0161. The sulu and instrument were applied to the test media. The firing knob was advance and retracted without difficulty. The staples formed properly in the test media and the knife cut completely and cleanly. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the blade did not cut the tissue when firing. Replaced with another staple to continue.